Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the patient experienced chest pain and micro perforation. Pericardiocentesis was performed proactively to alleviate patient's chest pain. The right atrial (ra) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.